Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that exactamix 2000ml eva total parenteral nutrition (tpn) bag was leaking from an unspecified location. The leak was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted the spike port cover was removed and fill port tubing had been cut. Functional leak testing was performed by filling the bag with water and a leak was noted at the spike port cap. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This issue is being further investigated.